Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Clinic notes dated (B)(4) 2014 note that diagnostic testing resulted in high impedance. It was noted that the device was programmed off and that the patient was referred for surgery. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has occurred to date.